Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was sent to ultrasound department while on a heparin drip, but when the patient returned to the unit, the infusion "was turned off". When turned back on, the clinician allegedly noticed that the "rate had been changed." The devices were reportedly not sequestered or sent to clinical technology. This was reported to bd representatives during their site visit. There was patient involvement but impact is unknown. Although requested, additional information was not provided.